Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment and action taken with pd therapy were not reported. At the time of this report, the patient has recovered from the event. No additional information is available.

Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.